Event description:
A report was received that the patient experienced difficulty charging the ipg. Physician determined that the ipg had migrated to a position perpendicular to the abdomen. Patient underwent a pocket revision.

Manufacturer narrative:
Correction to adverse event or product problem adverse event/product problem: adverse event and product problem correction to event description: a report was received that the patient experienced difficulty charging the ipg. Physician determined that the ipg had migrated to a position perpendicular to the abdomen. Patient underwent a pocket revision procedure to move the ipg on (B)(6)2018. Post revision procedure the patient was still unable to charge. Patient then underwent a revision procedure to replace the ipg on (B)(6)2018. Post revision procedure the patient was doing well and was able to charge. It is unknown if electrocautery was used during the explant procedure. Product investigation has been completed. The patient data captured using an external power source showed low charge current that resulted in low battery charge, suggesting that the ipg was not properly coupled with the charger. Additionally, a review of the system data log showed that the ipg stopped logging data after the explant procedure. The device could not be charged nor linked in the lab due to asic-u2 damage. Exposing the device to high voltage transients can cause this type of failure. It could not be determined if electrocautery was used during the explant procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician implant manual 9055940-001)

Event description:
A report was received that the patient experienced difficulty charging the ipg. Physician determined that the ipg had migrated to a position perpendicular to the abdomen. Patient underwent a pocket revision.

Manufacturer narrative:
Additional information was received that the patient was able to charge post operatively, and the explanted device will be returned.

Event description:
A report was received that the patient experienced difficulty charging the ipg. Physician determined that the ipg had migrated to a position perpendicular to the abdomen. Patient underwent a pocket revision.

Event description:
A report was received that the patient experienced difficulty charging the ipg. Physician determined that the ipg had migrated to a position perpendicular to the abdomen. Patient underwent a pocket revision.